Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts. This report is made based on results of investigation completed on 01/05/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the pump¿s keypad was peeling from the bottom of keypad to the contrast key. All of the keypad buttons were responding normally. Contamination was found underneath all of the keypad button contacts. (B)(4).